Event description:
This event was reported as patient presented with a symptom of congestive heart failure. Echo revealed a perivalvular leak with central aortic insufficiency. No further information was provided.